Event description:
The customer reported the uretero-reno videoscope bending rubber was bunched up, the issue was observed during device reprocessing, and the cause of the issue is unknown. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.